Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one electric shock. It was noted that the patient was operating electronic equipment at the time. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of electromagnetic interference (emi). Ts recommended further testing in clinic. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one electric shock. It was noted that the patient was operating electronic equipment at the time. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of electromagnetic interference (emi). Ts recommended further testing in clinic. No additional adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, another inappropriate shock was delivered by this s-ICD system. The shock impedance was high at 146 ohms. Ts requested x-rays to review for system placement. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one electric shock. It was noted that the patient was operating electronic equipment at the time. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of electromagnetic interference (emi). Ts recommended further testing in clinic. No additional adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, another inappropriate shock was delivered by this s-ICD system. The shock impedance was high at 146 ohms. Ts requested x-rays to review for system placement. No additional adverse patient effects were reported. According to additional information, during in-clinic evaluation, the physician came to the decision to deactivate this s-ICD system due to morphology changes that were observed along with the risk of the aforementioned clinical observations.